Event description:
Rayner intraocular lenses limited received notification of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided states "there was the injector nozzle breakage when pressed for insertion of the iol in the eye".

Manufacturer narrative:
(B)(4). Contact was made with the reporter via (B)(4). Rayner has been advised that the device looked and functioned normally when it was removed from it's packing prior to commencing the procedure and that the device was loaded and used by the healthcare professional. The healthcare professional reports that the event did not have any impact to the pt and that the pt's visual acuity post-operatively is better than 20/25. The condition of the pt post-operatively has been described as "excellent" by the healthcare facility. In correspondence with (B)(4) the reporter stated "it's not a recurrent problem of a lot or something but an incident may occur when the lens its not properly inserted". The info provided is indicative of user error. The device was discarded by the healthcare facility. Without the ability to examine the device a root cause and failure mode are extremely difficult to ascertain.